Event description:
Boston scientific received information that during a routine follow-up visit, this left ventricular (lv) lead revealed high impedances greater than 2,000 ohms. A revision procedure was performed and the decision was made to surgically abandoned the existing lv lead. A new lv lead was successfully implanted. No adverse patient effects reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.